Manufacturer narrative:
(B)(4). The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and vertical cracked lcd controller. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.